Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reports muscle spasms, pain, discomfort, loss of mobility, hip loose, hip pops out of place, and can no longer put any pressure on hip. Medical records reported pain, discomfort, crepitus, feeling of subluxation and instability without actual instability. There is no report of revision surgery. Unknown head and liner reported for pain and dislocation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 01/05/17 ¿ pfs and medical records received. After review of the medical records for MDR reportability, there continues to be no report of revision surgery. Patient harm poor joint mechanics:subluxation added. No product/lot information available. There is no new additional information that would affect the existing MDR decision.